Event description:
A report was received that when the patient turned on the stimulator, he experienced an intense electrical shock that went through his whole body. The patient turned off the device and, from that point, it never worked again. It was noted that the battery was burnt out. The patient was also known to have had a non device related procedure wherein an electrocautery was used. After that procedure, the patient could not charge the device anymore. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (B)(4).

Event description:
A report was received that when the patient turned on the stimulator, he experienced an intense electrical shock that went through his whole body. The patient turned off the device and, from that point, it never worked again. It was noted that the battery was burnt out. The patient was also known to have had a nondevice related procedure wherein an electrocautery was used. After that procedure, the patient could not charge the device anymore. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively. Sc-1110-02 sn : (B)(4) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaints were not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. Current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found no surge of stimulation, and the outputs were consistent and correct on all electrodes. The device exhibited normal device characteristics.